Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was over 700 mg/dl. The customer stated that he had eaten a meal two days prior and bolused for a blood glucose reading of 500 mg/dl. He noted that he took a nap and checked his blood glucose reading later, observing that it had now lowered. He bolused and began to feel nauseated and confused. He checked the blood glucose reading again, and it had risen to 600 mg/dl. The customer went to the hospital, and it was found that he had diabetic ketoacidosis and was on the verge of acute renal failure by the time of admittance. On the day of the call, the blood glucose reading was 69 mg/dl, but when he was taken off the insulin drip, it rose to 400 mg/dl after 2 hours. The insulin pump did not alarm no delivery. Advised the customer to return the infusion set for analysis and check for the recommended causes of high blood glucose. He declined further help. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.